Manufacturer narrative:
A ge service rep performed an on site investigation. The connection was repaired during the service call.

Event description:
It was reported that the 6800 system would loss the image on the monitor. No pt injury was reported.